Manufacturer narrative:
(B)(4). In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. (B)(4).

Event description:
The patient underwent a drg trial procedure where she had 2 leads (from the same lot) placed. During the procedure the physician suspected the dura was torn with the sheath while placing a lead at l5 which resulted in a cerebrospinal fluid (csf) leak. Postoperatively, the patient experienced a mild headache which had resolved by the following day.